Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the patient presented to the hospital for rv lead replacement due to noise oversensing. Information notes rv lead noise and the inability to program around the noise. The physician decided to cap and replace the lead. The patient is dependent but did not experience any complication before, during or after the procedure.